Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The lead had dislodged. A revision procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Available information suggests that the product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.